Event description:
It was reported some electrodes were out of range and too high (>10 ,000). It was noted that no actions were taken. It was stated a device interrogation was performed 5 days prior to report. It was stated the issue was related to the device or therapy. It was noted that it was unlikely related to the implant procedure. It was noted there were no patient signs or symptoms. No new information was reported.

Manufacturer narrative:
Concomitant products: product ID 3487a-56, lot # va09n88, product type lead; product ID 3487a-56, lot # va09h3h, product type lead. (B)(4).